Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The evaluation found that the flex coupler was hitting the cpc connector nut that holds the cpc connector in place. The cpc connector was at 90 degrees counter clockwise instead of straight up and down.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the motor drive unit became noisy and it appeared that the cpc was spun incorrectly. A second motor drive unit was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). A review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.